Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/14/2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's mother to forget all dexcom bluetooth devices except the one currently in use, uninstall and re-install g5 application and reset the smart device. No additional patient or event information is available.